Manufacturer narrative:
The event of "granuloma " is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and granuloma.

Event description:
Patient reported " breasts hurt, lump that is adjacent to the implant, pain, silicone granuloma and the implant may be leaking". This record is for the "right" side. Device remains implanted.